Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two appropriate treatments and an inappropriate treatment. The device was started up at 23:37:05 on (B)(6) 2023. At 19:31:21 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm degrading to vt @ 270 bpm with motion artifact. At 19:31:57, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm with motion artifact. Post shock rhythm was sinus rhythm/sinus bradycardia from 60-40 bpm with motion artifact. At 19:42:13, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 19:42:44, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm with pac¿s. The rhythm then degraded to vt @ 230 bpm. At 19:47:30, an arrhythmia was detected. ECG shows severe bradycardia @ 10 bpm. At 19:48:03, the patient received the inappropriate treatment. Oversensing of low amplitude contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 20 bpm. Post shock rhythm was severe bradycardia @ 10 bpm with nsvt. The electrode belt was disconnected at 21:20:20 on (B)(6) 2023.